Event description:
It was reported by the patient¿s spouse that the patient¿s lead did not take properly and had to be replaced one day post implant. Follow-up was conducted with the clinic and from the information obtained it was reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).